Manufacturer narrative:
PMA/510(k) # k163018 device evaluation the zilbs-635-10-8 device of lot number unknown involved in this complaint could not be completed was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study MDR-2052 (pat ID 100-064) stent migration. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data historical data was not reviewed as the lot number is unknown. Instructions for use and/or label as per the instructions for use, ifu0065, which accompanies this device , stent migration is listed as an additional adverse events that can occur in conjunction with biliary stent placement. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation root cause analysis a definitive root cause could not be determined from the available information. A possible root cause was attributed to the patients pre existing condition of ampullary cancer. As per the IFU, stent migration is a known procedural adverse events associated with the use of zilver biliary stents during an ercp procedure. The patient death in the study was attributed to the patients pre-existing condition prior to procedure of ampullary cancer and primary disease progression. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony summary of investigation according to the study 01 stent was used in this case of stent migration. Confirmed quantity of 01 device, confirmed used. The patient experienced stent migration 270 days post procedure and required endoscopic treatment. This event was attributed to the pre existing condition of ampullary cancer. Investigation findings conclude a definitive root cause could not be determined however a possible root cause can be attributed to the patients pre existing condition of ampullary cancer. Also, the instructions for use lists stent migration as a potential adverse event. Complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This supplemental report is being submitted due to completion of the investigation on the 21-jul-2023.

Manufacturer narrative:
PMA/510(k) # k163018. Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via observational post market study complaint form "(dm: the parameters/data points that triggered the report. Pull data provided in from ae & other events log questions ((q3 event category), (q5 event relationship (study device, study procedure, pre-existing) and (q7 device deficiency))) device issue: stent migration, relationship: study device; not related, procedure: not related, pre-existing: yes, cancer. Deficiency: no. Note: 270 days post-procedure: stent migration: endoscopic treatment. Note: ae1. Patient outcome: (dm pull data provided from ae & other events log ((question 1 event status), (question 4 event treatment), (question 6 lead to death))) status: resolved, treatment: endoscopic, ercp, death: yes. Patient death (B)(6) 2021: pre-existing condition prior to procedure: primary disease progression. Patient/event info - notes: no manufacture additional questions to be asked as this is a pmcf study complaint.